Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a failure to obtain ECG signal from the pads therapy cable. There was reportedly no patient involvement .